Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a replace battery now alarm. Troubleshooting was performed. The alarm history was reviewed. It was noted that they did not receive a low battery alert prior to the replace battery now alarm. A new battery resolved the issue. The customer also received a battery power loss. It was found that they had incorrectly put the battery in. The customer also reported of a pump error. The customer had already done the rewind process. The customer¿s blood glucose level was 130 mg/dl. The device will not be returned for analysis.